Manufacturer narrative:
Service pending.

Event description:
Additional information was reported: the ventilator was alarming prior to patient use however the operator placed the patient on the device. The manufacturers authorized service provider (asp) reported the device alarmed low tidal volume in use in neonate mode. The service technician reported the cpu pcb board was replaced to address the reported malfunction. The hospital refused to report any detail regarding patient information or condition that brought them to the hospital. The customer did not know the date the patient expired but reported it was after (B)(6) 2014. The hospital head of the pediatrics department communicated to the asp that the hospital took the necessary action for the reported problem, and the patient died subsequently and the patient's death did not have any relationship with the hospital and device itself. The patient will not pursue the responsibility of hospital or the device.

Event description:
The international customer reported the ventilator tidal volume ventilation was zero during use in normal ventilation operation. When the manufacturer's service engineer arrived at the hospital, the head nurse informed the service engineer the device was in use on a neonate and the neonate expired. Initial information from the customer indicated the doctor did not blame the device for the death of the neonate. It was reported that because the hospital was not high acuity, the doctor had limited experience. More information is being obtained regarding the adverse event. It was reported the unit did not work in neonatal mode. Reported settings during use were: pt type neonate, mode pcv-simv; settings rate 44bpm, pressure 16cmh2o, I-time 0.50sec, peep 4cmh2o, psv 3cmh2o, I-trigger 1.5lpm flow, e-cycle 25%, rise time 0.1sec, o2 30%, apnea rate 40bpm; patient data: pip 24.8cmh2o, map 10.2cmh2o, total rate 44bpm, ve 0.43l, vt 10ml, pt leak 0.0. Service information is pending.